Event description:
Report received of "IV tubing split" during infusion. A mandatory medwatch was received from the customer that states the "peripheral IV was noted to have a slit in it and was noted to be soft and enlarged at the area where slit was noted. Dextrose/h2o IV was hanging. No adverse outcomes to neonate". Add'l info received from the customer per phone conversation indicated that the pt was receiving dextrose in water via an abbott acclaim encore pump. The staff observed a split of approximately 1 inch long below the lowest clave y-port. The tubing was found laying across the infant's body. The infant was reported to be perfectly quiet, was not crying or moving at all when the event occurred. The pt's IV line remained intact and patent. The nurse changed to a new administration tubing set and the infusion was resumed without problem. There was no report of bleedback or blood loss. The pt did not experience any adverse effects.